Event description:
It was reported that an animal underwent a spays and neuters surgery on (B)(6) 2024 and suture was used. During the procedure, the needles kept popping off of the suture. They completed the case with a different lot number without patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: this event description is incorrect. There were multiple procedures in which this issue occurred. The issues occurred for between 8-10 reels. Unfortunately, I do not have information for the first couple procedures, as my doctor just angrily threw the suture away and failed to report the failure. After about 5 of them from this lot, he brought the problem to my attention. These procedures were spays and neuters. None of the patients were harmed, and only the last reel was saved as evidence. The failures occurred between jan 23rd and feb 7th, 2024. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-01799, 2210968-2024-01798, mwr-19032024-0001596370, mwr-19032024-0001596371